Manufacturer narrative:
The investigation determined that the customer was using an inadequately labeled software version with a limited measurement range. This software version is not for customer use. This issue is present solely for some customers in germany and has no impact in the united states. The data investigation could not find a root cause. However, an interfering substance in the blood sample cannot be excluded. Based on the investigation, a product problem can be found for the methb measurement/evaluation in the software algorithm.

Manufacturer narrative:
Based on the provided log files, it was noted that the result for the blood sample measured on (B)(6) 2023 at 04:00 had a value of 0.55 % and was flagged with the error "9004" - out of range (-) because the normal range was set to 1 % to 1.5 % on the analyzer. The investigation is ongoing.

Event description:
The initial reporter received questionable methemoglobin (meth) results from an unspecified number of patient samples tested on the cobas b 221<6>=roche omni s6 system. The reporter stated that they noticed that since the software update to version 8.05, the flag "measurement value below range" was displayed for the meth parameter for almost every measurement instead of a measured value. The reporter provided an example of a questionable result for 1 patient. The reporter stated that for one meth patient sample, the result should have been increased; but the result was only a flag that states "measurement value below range the cartridge lot number and the expiration date were requested but not provided.